Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by removal and reinsertion of the battery. The blood glucose reading was 96 mg/dl. No significant events leading to the alarm were observed other than the customer having kept the device in her pocket while walking around. Advised replacement of the insulin pump. Nothing further reported.